Manufacturer narrative:
Device evaluation: the sample was received for analysis and the reported event was confirmed. Inflation/deflation and under water test was performed and a cuff tear was confirmed. A visual inspection was performed and it was observed that the device had been used. A device history record review was performed and indicated that the product was released accomplishing all quality requirements. The most probable root cause is that the cuff punctured/ ruptured during insertion/use which is as a result of the cuff contact with a sharp/rough surface e.g. Teeth, utensils used during intubation. As stated in the ¿warnings/pre cautions¿ section of the product IFU ¿various bony anatomical structures (e.g. Teeth) within the intubation routes or any intubation tools with sharp surfaced present a treat to maintaining cuff integrity¿. The reported condition is not related to manufacturing process. Manufacturing controls are in place to detect cuff inflation issues and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us - 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the cuff would not inflate. The customer reported there was no patient involvement.